Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174640: "carestation 650 adjustable pressure limiting valve failed to release airway pressure when set to minimum with patient breathing spontaneously in bag mode. Clinician had to remove the rebreathing bag to release the airway pressure to prevent potential barotrauma to patient. Hospital bio med team witnessed the event and called ge for solution."